Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.

Event description:
Reference number (B)(4) event occurred in the united states. This emdr is being submitted for an unknown number quantity. It was reported that the patient experienced a few bent cannulas of the infusion sets, which led to an elevated blood glucose level on (B)(6) 2026. The patient's blood glucose level during the event was 500mg/dl. No further information available. .